Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an o-ring issue. The patient did not allege any harm or injury because of the reported issue. The patient indicated that with the last couple of cartridges she had used, she found it harder to pull the cartridges out of the pump. While changing the cartridge that day on (B)(6) 2012, the patient admitted seeing a black rubber piece coming out of the cartridge compartment. Through troubleshooting, the patient confirmed that the black rubber piece was the o-ring from an older cartridge. The lot # of the subject cartridge(s) was not provided. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that an o-ring from a previous cartridge ended up being lodged in the cartridge compartment of the pump. However, there is no evidence that the cartridge issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.